Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a discrepancy between sensor glucose and blood glucose values and sensor updating issue. The customer reported blood glucose value of 45 mg/dl. The customer treated low blood glucose with carb intake. The event involved products mmt-1884l, unomedical, mmt-332a and mmt-7040ma. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was not active at the time of the event. The difference between sensor glucose and blood glucose was not within the target range. The customer took medication such as acetaminophen, paracetamol, or hydroxyurea and explained customer that to not use continuous glucose monitoring if hydroxyurea, is taken. No further patient complications were reported. The products mmt-1884l, unomedical, mmt-332a and mmt-7040ma will not be returned for analysis.